Event description:
As reported from edwards implant patient registry (ipr), approximately 1 month and 6 days post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra resilia valve implanted inside a pre-existing surgical ring, it appears the 26 mm sapien 3 ultra resilia valve was explanted as the patient underwent a redo sternotomy mitral valve replacement (mvr) procedure. Approximately 20 days prior to the redo sternotomy mvr procedure, the patient underwent an unsuccessful ethanol (etoh) ablation. No additional details have been provided.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). According to the medical records received, approximately 1 month and 6 days post valve-in-valve transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve implanted inside a pre-existing surgical ring, the patient underwent a redo sternotomy mitral valve replacement (mvr) procedure with an explant of the 26 mm sapien 3 ultra resilia valve due to not improving the patient's systolic anterior motion (sam). It was noted that there was sam of the native anterior leaflet causing lvot obstruction. At the time of this report, the information available does not suggest the sapien 3 ultra resilia valve malfunctioned, or that the use or miss-use of the device caused or contributed to the intervention. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the edwards sapien 3 ultra resilia valve. Additionally, this event meets FDA summary reporting exemption 2016006 criteria and does not require an individual 3500a.